Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not requested to be returned.

Event description:
Caller reported the pump switched off without giving any warning/maintenance message; pump is just beeping afterwards. No adverse event reported. No product will be returned.

Manufacturer narrative:
The pump's history could not be reviewed as the oldest data were overwritten due to an overflow of the ring buffer. Since the pump's database can store only 9108 records, the available history data only started with (B)(6) 2018, and therefore the customer's allegation could not be verified.